Manufacturer narrative:
Retainer ring = black. On (B)(6) 2020 customer stated that pump was accidentally dropped from shoulder level when he was lifting some weights while cleaning the house. Device is still vibrating and beeping, and the screen is totally jammed. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. After battery installation, a blank display was noted. Also the unit was received with a totally bleeding lcd screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests. Unable to confirm audio/vibrate anomaly due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. On the other hand, the lcd controller, the circuitry around the lcd controller, and the lcd screen itself have multiple cracks in them. In summary, customer allegation for a blank display was confirmed during visual inspection when the cracked circuitry and components were noted. Unable to verify the customer's complaint regarding the insulin pump vibrating and beeping because of the blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was vibrating and beeping and the screen was totally jammed. The customer reported that the screen had damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.